Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that when the patient went to lie down, she felt a shocking sensation. When she would lie down or go to bed it would vibrate. It was reported as a shocking or jolting sensation. The patient couldn¿t sleep and thought she was going through a shock and was vibrating and her hair was standing up on her head. Follow-up reported that there was not a 50% or greater symptom reduction. The event cause was not determined and reprogramming was stated to be needed. It was stated that the patient did not lose therapeutic effect or stimulation. The patient was noted to have not recovered and the symptom/issue was ongoing. Further follow-up was attempted with the patient to determine if any additional intervention was performed and to determine patient outcome.